Event description:
Brazil. Allegedly, a rupture of the implant capsule was identified, with leakage of gelatinous contents and subsequent formation of a cutaneous fistula located in the medial aspect of the submammary (inframammary) scar. (Sn: (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.